Manufacturer narrative:
H6: proposed component code: mechanical (g04)- stem. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent an initial left tha. Twelve years later, the patient reported pain while walking. Imaging showed the stem had loosened and fractured. A revision was performed confirming the reported event and the stem was removed with no complications noted. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left total hip arthroplasty. Subsequently, twelve (12) years post-implantation, the patient experienced a sudden onset of pain while walking. There was no external trauma however the patient became immobile. X-ray diagnostics revealed loosening and fracture of the femoral stem component. Approximately three (3) weeks after diagnosis, the patient underwent revision surgery of the hip prosthesis. A debridement, lavage, and synovectomy were performed at the time of surgery however there was no indication of infection. A bone flap was cut to remove the distal part of the stem which was repaired with three cerclage cables. All components were exchanged without further complication. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Year of birth: 1968. Exact implantation date is unknown however it was reported that implantation occurred in 2010. Medical product: unknown acetabular shell: catalog#ni, lot#ni; unknown acetabular liner: catalog#ni, lot#ni; unknown femoral head: catalog#ni, lot#ni; unknown cement: catalog#ni, lot#ni. Report source: foreign: germany. Due diligence is in progress to determine if the device is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total hip arthroplasty. Subsequently, twelve (12) years post-implantation, without external trauma, the patient began to experience sudden pain after a walk. X-ray diagnostics revealed a fracture of the femoral stem component. Approximately three (3) weeks after diagnosis, the patient underwent revision surgery of the hip prosthesis. A debridement, lavage, and synovectomy were performed at the time of surgery as well as a bone osteosynthesis using cerclage cables. All components were exchanged without reported complication. Due diligence is in progress for this event, to date no further information has been reported.